Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead became dislodged and exhibited no capture at high outputs. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.